Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The cited battery replacement 6 months ago was also not performed by dräger. The contact person named in the ufr could not provide further details. The available information is not sufficient to determine the exact root cause for the user's observation. The typical mode of operation for the device is mains supply; the internal battery serves as a fail-safe mechanism to cover mains power losses. A shut-down of the device due to battery issues and failure to power-up again is only plausible when mains power is not available. A persisting malfunction of the power supply seems unlikely since the ufr mentions only a battery issue; it can however not be fully excluded. It cannot be determined if the device was not connected to mains supply during the course of event, there's also no detail in the report that would point to loss of mains power due to issues with the hospital's supply network. The power supply may have switched itself off temporarily due to overheating - this is specified behavior to allow cooling down; the device will normally continue operation on battery. But with a worn or damaged internal battery, operation will stop in this situation. Later-on while being back to normal temperature level again, the power supply will work as expected. Dräger does not sell spare parts to external - it must be assumed that the battery which was reportedly installed 6 months ago is no original dräger part. Dräger cannot be held responsible for repairs done by third-party and with spare parts of unknown provenience. Despite the exact course of event is not clear, the available details indicate that the major factors which have contributed to the event are lack of preventive maintenance and failure to follow the instructions of the manufacturer - the IFU emphasizes that availability of the internal battery shall be checked prior to each use cycle.

Event description:
Dräger has received a user facility report with the following content: "during the use of the dräger ventilator, the device suddenly shut down and could not be restarted. An immediate switch to a manual resuscitation bag was made, followed by replacement of the ventilator. The ventilator's internal battery was replaced less than half a year ago, yet it has experienced sudden shutdowns while operating on ac power, suspected to be caused by battery issues." There was no detail in the report which would reasonably suggest that consequences for the patient may have resulted from the event.